Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. Thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4)) generated an air trap alarm was confirmed during the analysis of the event log but not during functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The probable cause of the air trap alarm was a temporary condensation forming on the surface of the air trap likely due to the warm ambient room temperature. No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the air trap, noted old traces of saline in the air trap chamber, the raceway, and in the drip pan likely due to the previous fluid spills inside the console, unrelated to the reported complaint. The air trap block was observed clean and dry. Also, unrelated to the reported complaint, noted the white roller guides were observed broken. The probable cause could be due to the normal wear and tear or could be due to mishandling. The damaged white roller guides were replaced to address the observed physical damage. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, several "saline empty" error messages were observed. Following service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
As reported, the thermogard console (sn (B)(4)) generated an airtrap alarm. The user was unable to resolve the issue by cleaning the air trap. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.